Event description:
Boston scientific received information that this lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm any allegations against this lead. No other adverse events have been reported. This product issue will be updated if additional information is received.